Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement measuring 127 ohms. At this time, the lead remains in service. No adverse patient effects were reported.